Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Analysis of the log file confirmed power hardware issue. During troubleshooting, the fse found that the unit controlling the power supply (mpdu controller) was defective and the fuse was blown. The fse replaced the mdpu and the fuse. After replacement of the mpdu and fuse, the system was returned to use in good working order. The defective mpdu was returned for analysis and investigation indicated that the failure was confirmed as it failed the bench test. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was turned on, but the equipment power does not come on. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.